Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the blade on the disposable hand piece stopped rotating and caused the lights to flicker on motor drive unit. A second disposable hand piece was used to successfully complete the case with no adverse patient consequence.

Manufacturer narrative:
Blade seized/stopped - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.